Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited loss of ventricular pacing. The rate sense portion of the lead was capped and a new sensing lead was implanted. During the procedure a fracture was noted at the is-1 terminal pin.